Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that her blood glucose has dropped to 40mg/dl. The customer stated that she has been working harder than usual from exercise and other activities as walking in (B)(6) a couple of weeks ago, and her blood glucose dropped while walking around the city. The customer stated that she goes all the time to visit her doctor for settings and her low blood glucose. Initially, the customer called and reported that the insulin pump had a blank display. Troubleshoot was performed. The caller stated that the battery was changed several times. The customer mentioned that she does not pancreas. Instructed the customer to measure her blood glucose and it was 274 mg/dl at the time. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a broken solder joint on the interface board connector. Further testing could not be performed due to the blank display anomaly.